Event description:
The leak was not contained within the unit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
From: the leak was contained within the unit.to: the leak was not contained within the unit.

Event description:
The customer reported a clear liquid leak of approximately half a cup from the sampling area on the beckman coulter lh 750 hematology analyzer. The leak was contained within the unit; however, the operator could not determine the source of the leak and stated it did not appear to contain blood. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. Customer technical support instructed the customer to discontinue the use of the instrument. Service was dispatched. On (B)(4) 2012, field service engineer (fse) inspected the unit and replaced a broken probe wipe and re-tubed vl lines. The probe wipe contains blood and diluent during operation and cleaning agent at shutdown. The fse (B)(4) 2012, observed probe wipe cup was leaking and the leak was contained within the unit. The probe wipe cup had snapped at the plastic base due to fatigue, allowing the backwash fluid to fall into the plastic tray. The fluid consisted of diluent and blood. Fse replaced the probe wipe assembly. Service activity performed was verified to meet the specified requirements per established procedures. Results meet published performance specifications. The cause of the leak was a broken base on the probe wipe cup.